Event description:
It was reported that during a hysterectomy, the balloon was burst. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information:did the issue occur pre-operative or intra-operative? ---intra-operative.was this the initial use of the device? ---yes.how long has the surgeon been using this device? ---no information.what other devices were used in conjunction with the device? ---no information.was the sales rep present during the event? ---no.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the balloon on the returned device has been cut, likely by a grasper. The batch history records were reviewed with no anomalies noted.